Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. The customer¿s blood glucose was 333 mg/dl at the time of the incident. The customer¿s current blood glucose was 108 mg/dl. The experienced symptoms like nausea, vomit and urination. The customer was treated in hospital. Customer was wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.